Event description:
On 1/31/2024, it was reported by a sales representative via email that the suturetape from an ar-8934bcst single loaded suturetape s-tak assy pulled out of the anchor, and the anchor remained in the bone. This was discovered during a kidner procedure. Nothing broke inside the patient, and the case was completed successfully. The case was not delayed, and additional anesthesia was not needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. On 1/31/2024, it was reported by a sales representative via email that the suturetape from an ar-8934bcst single loaded suturetape s-tak assy pulled out of the anchor, and the anchor remained in the bone. This was discovered during a kidner procedure. Nothing broke inside the patient, and the case was completed successfully. The case was not delayed, and additional anesthesia was not needed. The patient suffered no negative effects on or after the procedure.